Event description:
It was reported that the main board on the medfusion pump exhibited a force sensor bridge test failure upon power up. No patient injury or complications were reported in relation to this event.